Event description:
The device was used during a j-pouch procedure. Reportedly, the anvil did not tilt and the instrument did not cut. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.